Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a bivona custom pediatric tracheostomy tube does not fit correctly on the heat moisture exchangers (hme). The event was observed by a registered respiratory therapist while visiting the patient and family. The hme fitting issue was noted to be an ongoing issue. No patient injury was reported. See MFR: 3012307300-2016-00290.

Manufacturer narrative:
According to the reporter, the heat and moisture exchanger fit correctly onto the bivona custom pediatric tracheostomy tube once the device was twisted on. Please note, as the reported issue was a user error and the patient did not experience any adverse health outcome, this event has changed from a reportable malfunction to a non-reportable event.